Event description:
A nurse reported that the smart system did not account correctly for the volume of fluid delivered to the patient. Specifically, the user observed that when the container was filled to approximately 650 ml and the system was set to deliver 400 ml, the container became empty while the device display indicated that only approximately 0.3 l had been delivered. No patient injury was reported.

Manufacturer narrative:
The manufacturer received a complaint reporting that the smart system did not accurately account for the volume of fluid delivered. The user indicated that when the container was filled to approximately 650 ml and the system was set to deliver 400 ml, the container became empty while the device displayed approximately 0.3 l infused. No patient injury or adverse health consequences were reported. The device was subsequently returned and underwent technical evaluation. Testing was performed three times, and the reported issue was confirmed. Approximately 50 ml of fluid was dispensed during priming. Following device operation, approximately 800 - 810 ml of fluid was delivered prior to the system stopping and displaying 0.5 l infused. The total measured volume delivered, including priming, was approximately 850 - 860 ml. The investigation concluded that the device exhibited a malfunction of the flowmeter, resulting in under reporting of the delivered volume. This condition could potentially lead to unintentional over-delivery of fluid without user awareness.